Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an accutni result in the risk stratification range generated by the unicel (r) dxi 800 access chemistry analyzer the erroneous result was reported out of the laboratory. Patient sample was repeated on the same unit and produced the same result. The sample was analyzed on an alternate methodology and it produced elevated result as well. The patient was sent to another facility and had a troponin t test performed and the result was negative.

Event description:
According to the information received, this patient is a (B)(6) male who had an atrial septal defect (asd) repaired 7 months ago. The defect at that time measured approximately 16x22mm to 18x22mm and was elliptical in shape. The defect was closed with a 24mm amplatzer septal occluder (aso). The patient did well and was seen at 1 month, 3 months and 6 months post closure and it was confirmed that the patient was doing fine. The patient recently presented to an outside emergency room with chest pain, syncope, hr-svt @ 190 bpm, and a blood pressure systolic in the 60s. The patient was given fluids and stabilized. A cat scan was performed which revealed a pericardial effusion. A pericardiocentesis was performed and about 500cc of fluid was removed. The patient was sent to the operating room where a 4-5mm hole was noted in the roof of the left atrium. The aso was removed successfully and the patient did well. Additional information has been requested, including imaging of the implant procedure (pre-procedure, intra-procedure, post-procedure, and follow-up-echocardiograms), device information, cath lab and operative note, and implant and event dates, but has not yet been received. Should additional information become available a supplemental report will be filed.

Manufacturer narrative:
Aga medical could not evaluate the aso involved in this incident since it was discarded by the hospital. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including verification of device sizing. A review of manufacturing documentation confirmed this device successfully completed these tests. Review of the medical records and images by agas medical consultant resulted in the following findings: the implantation transesophageal echocardiogram (tee) was the most valuable during review of this event. It revealed a moderate sized secundum asd. The av valve, svc and ivc rims were good sized. The superior rim was short, the aortic rim was absent in more than one view and the posterior rim was thin. The maximum size of the defect was viewed in short axis view where the aortic rim was completely absent. It measured 20mm which correlated well with the stop-flow diameter, vide infra. In other views, the defect measured smaller. The stop-flow size of the asd was 20mm and a 24mm aso was implanted. In the echo images, it stated a 26mm aso, however, in the description, it stated a 24mm aso was deployed. The defect was measured again after balloon sizing to 26mm. After aso deployment, the aso appeared slightly bulky with the waist of the aso much smaller than 24mm. The follow up echocardiograms, especially the transthoracic echocardiogram (tte), did not reveal any useful information. The tee performed at six months follow-up showed significant aortic wall motion with buckling of the la disc in systole. The final tte showed significant pericardial effusion with the edge of the aso protruding through the atrial wall into the transverse sinus. The operative report stated that a 0.5cm tear was seen in the roof of the la. According to agas medical consultant, the following conclusions were drawn: this was a late hemodynamic compromise atrial perforation due to the aso in the roof of the la. The location of the perforation was typical of all the other confirmed erosions seen in the past. It appeared that a 24mm aso was used; however, there was some conflicting information on the echo frames stating that a 26mm aso was used. The la disc measured about 39mm with calipers in short axis view. This defect had the following risk factors: slightly high asd, no aortic rim in some planes and a short aortic rim in others. A thin posterior rim and a short superior rim. Stop-flow diameter was 20mm maximum with an indentation on the posterior aspect of the balloon (towards the posterior rim). A 24mm aso was a large device for the defect and if a 26mm aso was placed, it was very large device for this defect. If the defect was not a high risk defect, the 24mm aso although large for the defect, would not have resulted in atrial perforation.

Manufacturer narrative:
All dates have been estimated, including implant and event dates.

Manufacturer narrative:
This event was reviewed by aga medical erosion board chairs on 29 april 2011 and definite erosion was confirmed.